Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19mar2020.

Event description:
The customer reported the unit alarmed. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 13may2020. B4: 14may2020. The service engineer (se) confirm the reported issue is automatic zero failure of proximal pressure sensor. The se found the proximal pressure sensor autozero failed in the diagnostic log. The service engineer diagnosed the data acquisition board to be faulty according to the maintenance manual. The service engineer replaced the data acquisition board to resolve the reported issue. The service engineer completed pressure test and unit passed and returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.